Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 850 mg/dl. The customer's current blood glucose is unknown. The customer did not experience the symptoms due to high blood glucose value. The customer was treated by intravenous insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appears normal troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.